Manufacturer narrative:
Sts/acc tvt registry reports 1 patients with cardiovascular reason and death . No devices were returned. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na

Event description:
It was reported through sts/acc tvt registry data that portico valve devices may be related to 1 patient deaths due to other cardiovascular reason which are considered reportable for death. The relationship of the death to the portico valve devices could not be determined based on the limited data received from the registry. Sts/acc tvt registry data is reported as a summary per summary reporting exemption approval number -gen2201027 . The data received indicated that the procedure date range was between (B)(6) 2022. Patients¿ mean age is 93 years, ranging from years. 0% of the patients were male, 1000% of the patients were female. Average time to event in days was 0.